Event description:
It was reported the patient was no longer receiving stimulation in a portion of his pain pattern due to the lead migrating. On (B)(6) 2014 the physician repositioned the lead and added an anchor. The patient was reprogrammed and the patient reported receiving effective stimulation therapy.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.